Manufacturer narrative:
Dob: year valid only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure , the right mid sfa and distal sfa were treated with two inpact admiral balloon catheters. Approximately 7 months post index procedure, the patient suffered low-grade stenosis of the right sfa. The patient was treated with two inpact pacific deb in r-1 and recovered. The investigator assessed this event as not related to the index procedure, index device or paclitaxel.